Event description:
Had infuse bone graft surgery done posteriorly [through the back]. Now I have radiculopathy nerve damage in my left leg, extreme pain in my back and "leg bed redin." Have to walk with a cane.